Event description:
The patient was admitted for pacemaker lead evaluation. With venogram of the left upper extremity. There appeared to be obvious fracture of the atrial lead at the first rib-clavicular junction. Attempt to remove atrial lead was not successful. Lead was capped and abondoned. New atrial lead was placed.